Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was found deceased at home. It was reported the patient suffered a large cerebral bleed. It was also noted in the mortuary the extended driveline had a ¿black/very dark parts¿. The pump is out of service.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of controller alarm log files revealed four (4) low flow alarms logged since (B)(6) 2018. Visual evidence provided by the site revealed dark segments of the driveline cable. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. A possible cause of the reported "black/very dark parts of the driveline" event can be attributed, but not limited to handling of the device. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.